Event description:
A customer reported that the instrument applied biosystems 7500 fast dx (cat. No. 4407205) with serial no. (B)(4) had gaps in the amplification plots at the baseline curves. No patient involvement reported.

Manufacturer narrative:
Device intended use: the applied biosystems 7500 fast dx real time pcr instrument with the sds software version 1.4 is a real time nucleic acid amplification and detection system that measures nucleic acid signals from reverse transcribed rna and converts them to comparative quantitative readouts using fluorescent detection of dual labeled hydrolysis probes. The 7500 fast dx real time pcr instrument is to be used only by technologists trained in laboratory techniques, procedures, and on use of the analyzer. Investigation found that the lamp cable was burnt. The instrument was repaired by replacing lamp cable. This is the initial and final report for this issue.